Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that during delivery, the stent separated from the stent delivery system (sds). The stent was successfully retrieved out of the patient and was not implanted. No patient effects were reported. No additional event or patient information is available.